Event description:
Using verio and verio flex glucometers received varying results with a range of 100 mg/dl. On multiple testings within one min on (B)(6) 2019 got readings with a range of 240-340 and on (B)(6) 2019 readings ranged from 129-209 and 131-186 erroneous readings on (B)(6) caused excess insulin administration resulting in hypoglycemia. Blood glucose 62. Test strips were new, expire 08/31/2020. Because of the variation I purchased a new meter and tested the two meters against each other. Each time analyzing blood from the same finger. Below are the results - new meter verio, old meter verio flex 209: 147 162 186 129 131. All these tests were done within 4 mins and each horizontal line was done on the same finger stick. FDA safety report ID# (B)(4).